Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that the same day of impella cp insertion on a patient, the groin site had a slight ooze. The partial thromboplastin time was over 200, so systemic heparin was held. The next day, the patient was complaining of numbness/tingling in leg, unable to doppler distal pulse. The patient was brought back to the catheterization lab, and the impella cp was removed. Hemostasis was achieved. The groin was shot from contralateral groin showing flow restored down leg post removal and closure. The patient survived the procedure.